Manufacturer narrative:
A ge service representative performed an on site investigation. The hand controller, control panel processor, and cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would lock up. There was no patient injury or death reported.